Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient could not tolerate the synergy intraocular lens (iol) and was experiencing blurry vision and visual disturbances in the left eye (os). It could not be corrected by glasses. Therefore, the lens was explanted. The patient's pre-operation best corrected visual acuity (bcva) was 20/20. The patient's uncorrected visual acuity post-operation was 20/30 and bcva 20/25. The intended post-operative refraction was 20/20. Another johnson & johnson lens, model diu375 18.5 diopter was implanted as a replacement. There was no patient injury and no incision enlargement, vitrectomy, or sutures were required. The patient continues to be unsatisfied with vision following surgery as her vision is still blurry. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 12/9/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect lens was received inside a specimen cup wet in an unknown solution. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and visually inspected under magnification and a scratch was observed on the optic of the lens. Damage on the edge of one of the haptics was also identified. As a result of the investigation there is no indication of a product deficiency or product malfunction. The complaint issue ¿hm-blurry vision¿, ¿hm-visual disturbance¿, ¿hm-vision loss¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.